Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00889. It was reported the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention may take place at a later date. Note: it is unknown which lead migrated, as such both leads are being reported.